Event description:
It was reported that the sterile package was found not sealed during inventory review.

Manufacturer narrative:
(B)(4). One (1) cartridge from catalog number 544253 hemolok l clips 6/cart 84/box was received with clips and all components, was received with apparently original package, the lot# 73b1800584 was confirmed. The packaging material tyvek and blister were received completely opened and without signs of seal. Due to sample conditions, issue reported by customer "sterile issue" was confirmed. One sample was received for evaluation. During visual inspection it was confirmed that the tyvek and blister materials does not present signs of seal, due to this, the event will be addressed through non-conformance.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73b1800584 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the sterile package was found not sealed during inventory review.